Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed, as the lot number was not provided. Visual/microscopic inspection: none - no sample returned. Functional/performance evaluation: none - no sample returned. Medical records review: medical records were not provided. Image/photo review: images/photos were not provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Based on the condition of the returned driver at the servicing facility, it is possible that the reported calibration failure was related to the users driver. However, the definitive root cause for the fit issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - turn on all system components and allow them to initialize. The control unit display will indicate that the driver¿s initialization was successful and that the system is ready for the biopsy probe installation. Note: the driver will not initialize with the biopsy probe installed. - press the ¿sample¿ button to calibrate the biopsy device for handheld use or press the foot pedal ¿sample¿ switch to calibrate for stereotactic table use.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy, the probe allegedly was unable to fit securely to the driver, making a grinding noise, and was unable to calibrate. Reportedly, the probe was not used on a patient. The procedure was canceled and the patient was rescheduled.